Manufacturer narrative:
Manufacturer narrative: clinical code: 4580 - insufficient information - event of patient death reported with no cause of death and no device deficiency. Impact code: 1802 - death - reported as death event. Device problem code: 3190 - insufficient information - no cause of death and no device failure /deficiency has been reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4 year similar event review showed this is the only event of gelsoft plus / medical event / death ((B)(6)2021 - (B)(6) 2025) 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review will be performed. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation-investigation is ongoing and results are not yet available. Investigation conclusion: 11 - conclusion not yet available -a conclusion has yet to be established as the investigation is incomplete.

Event description:
Event date: 21 apr 2022. Implant date: (B)(6) 2020. Event reported from panther post market study ((B)(6)). Gelsoft plus straight implanted in a male patient (for above knee femoropopliteal) with pre-condition reported as coronary artery disease, chronic obstructive pulmonary disease, hypertension (controlled by medication), hyperlipidemia (controlled by medication), type I diabetes (controlled by medication), renal insufficiency, peripheral arterial occlusive disease ("pad" - interpreted as peripheral arterial disease), asa (physical status classification system), class iii, current smoker. Indication: occlusive disease, type: disabling intermittent claudication. The study site reported the event of death. Cause is unknown. There was no autopsy. Date of death was reported as 2(B)(6)2022. No device deficiency reported by the site in the study database.

Manufacturer narrative:
Manufacturer narrative: clinical code: 4580 - insufficient information - event of patient death reported with no cause of death and no device deficiency. Impact code: 1802 - death - reported as death event no autopsy was performed. Device problem code : 2993 -adverse event without identified device or use problem- no cause of death and no device failure /deficiency has been reported no autopsy was performed. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 4 year similar event review could not be performed as this is the only event of gelsoft /medical event / death (unknown cause no device deficiency reported (B)(6) 2021 - (B)(6)2025) 4111 - communication interview: additional information was received stating the patient suffered post-operative complications of acute pulmonary edema (oap) due to overload. Good progress and weaning off oxygen after daily dialysis for 3 days + probabilistic antibiotics due to probable superinfection. On (B)(6)2021 patient had a follow-up awaiting kidney transplant. Good permeability on the right but stenoses on the left. Hyperimmunization in (B)(6) 2021, class 1, tgi 73%. - contraindication maintained for perioperative bypass. The site have confirmed they have no more information. They were aware of the death via a database in france, where date of death is written. As it did not happen at the hospital, they are not able to retrieve further information, which is why they selected "unknown". No autopsy was performed. Additional information on the possible infection and is swabs were taken was requested on (B)(6)2025 site responded on (B)(6) - the site have responded to the question about the infection: "acute respiratory distress due to fluid overload in the context of delayed dialysis, with a possible infectious component under investigation. He also received probabilistic antibiotic therapy for a probable pulmonary superinfection with tazocilline and rovamycine. No clear infection identified; the treatment is probabilistic. A bacteriological sample was taken, but no results are referenced in the medical record. The covid pcr test is negative. Scans were received and reviewed for this event , however the imaging provided only covers the chest and the graft was used in the leg. Additional scans were requested and upon receipt these were found to be ultrasound scans so no review was possible. 3331 - analysis of production records: full batch review was performed from base fabric to finished product which confirmed the graft was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 213-no device problem found - no device deficiency or cause of death was reported and full batch review showed graft was manufactured to specification as scans were ultrasound no review of these could be performed. Investigation conclusion: 67 - no problem detected, it was not confirmed there was a problem with the device -no causal link between the event and the device could be established.

Event description:
Event date: (B)(6) 2022. Implant date: (B)(6) 2020. Event reported from panther post market study (B)(4). Gelsoft plus straight implanted in a male patient (for above knee femoropopliteal) with pre-condition reported as coronary artery disease, chronic obstructive pulmonary disease, hypertension (controlled by medication), hyperlipidemia (controlled by medication), type I diabetes (controlled by medication), renal insufficiency, peripheral arterial occlusive disease ("pad" - interpreted as peripheral arterial disease), asa (physical status classification system), class iii, current smoker. Indication: occlusive disease, type: disabling intermittent claudication. The study site reported the event of death. Cause is unknown. There was no autopsy. Date of death was reported as (B)(6) 2022. No device deficiency reported by the site in the study database. This report is being submitted as follow up#1 for manufacturing report number 9612515-2025-00013 to provide event closure information for tag0152.